Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device information: similar product to 190-000.

Event description:
The customer reported an unconfirmed false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022 that generated a positive result. Alternate antigen testing was performed on the same day using an unknown sample that generated a negative result. Pcr confirmation testing was not performed. The customer stated the patient was symptomatic and had fever. The customer stated that the patient was infected with covid-19 at the end of (B)(6). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation.